Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of side car rx torn material.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the gallbladder for stone removal during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the side car rx channel was damaged and the guidewire was not easy to cross. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.